Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported no power issue was verified in the black box and duplicated in the evaluation. The pump failed to power up using the returned battery cap. Review of black box history found records of unexplainable power-on-reset. Multiple, battery compartment cracks were found, above and below the grip pad, and on the side from the threads towards the case seal. Threads on the battery cap were stripped while contact measurements were within specifications. No evidence of moisture intrusion was found in the battery compartment. Using a test battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. (B)(4).